Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported that insulin was not delivering, but was not receiving a no delivery alarm. Customer ran 5 units which again did not exit, and did not receive a no delivery alarm. Customer's blood glucose was 15 mmol/l. Insulin pump would be replaced.